Event description:
Pacemaker lead failure: lead implanted (B)(6) 2007. During routine clinic check on (B)(6) 2015 he reported a fall a few days earlier and landed on his back. Diagnostics showed 11 ventricular high rate episodes all erroneous for noise on v channel. The patient wore 24 hr holter monitor showing several pauses; returned to clinic (B)(6) 2015 with complaints of increased dizziness. Paces 90 percent with v-lead impedance at 468 ohms - at time of implant was 719 ohms and had steadily decreased over the years. Myo inhibition reproducible in clinic. Patient had lead and generator replacement on (B)(6) 2015.